Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was at 20% battery charge when the customer plugged the pump in to charge. The customer reported that the pump would not charge when plugged in. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer reported their blood glucose levels to be in the 100's but was unable to provide an exact value. Reportedly, the customer has insulin pens available as alternate insulin therapy.